Manufacturer narrative:
This report is being supplemented to provide additional information (h10) regarding the reported event. Additional information received identified that it was determined the camera head was not compatible with the model otv-si. The customer used a different camera head from their supply at another clinic and the problem was resolved. There was no patient involvement during this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the unit was not displaying a scope image but only color bars. Additionally, when the unit is plugged in, the image goes from color bars to black. Two different cameras were tried to no avail. Per technical assistance, it was advised that the issue likely lies with the unit itself and to try another unit. Although requested, additional information is not available.